Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The unique device identifier (UDI) number is unknown because the serial number were not provided. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-33216. It was reported the patient's lead migrated. The issue was confirmed via x-ray. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.